Event description:
It was reported that the pump battery was depleting quickly and the wake button was having unspecified issues. Additionally, it was reported that the usb port was rusted and the pump battery subsequently could not be charged properly without the customer manually adjusting the charging cable. There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.